Manufacturer narrative:
(B)(4)

Event description:
It was reported that externalized conductors were observed on the lead. Lead was capped and replaced during device replacement procedure on (B)(6) 2016. Patient's condition was stable post-procedure.